Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the infection is still present and it is expected to take months for the infection to resolve. A culture was taken but results are unknown.

Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during reimplantation of a previously explanted ipg on (B)(6) 2016 (reference manufacture report: 1627487-2015-0090045) an infection was noted at the lead site, hence the procedure was abandoned. The patient was administered antibiotics.